Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers: 3006705815-2020-32157, 3006705815-2020-32159. It was reported that the patient experienced ineffective therapy. This caused the patient to use high levels of tonic stimulation and led the ipg to deplete. In turn, surgical intervention occured wherein the ipg and leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.